Event description:
It was reported that the patient had received multiple radiation therapy treatments near the chest. The lead exhibited loss of sensing. The physician decided to explant and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.